Manufacturer narrative:
Manufacturer's investigation conclusion. Upon evaluation of heartmate ii lvas, serial number (B)(4), the presence of pump thrombosis was confirmed. The pump was returned assembled with the driveline cut approximately 2¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 4.25¿ of the sealed outflow graft was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned disconnected from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Examination of the pump upon disassembly revealed dark-red thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed over an undetermined period of time while (B)(4) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. It was reported that the patient was routinely transplanted. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the investigation of the returned hmii, (B)(4), confirmed a developed thrombus - inflow bearing/stator.